Manufacturer narrative:
The thermogard console (B)(4) was initially evaluated at the customer site, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
Two days after the ivtm therapy started, the thermogard console (B)(4) displayed mid:14 (bg power supply) error message multiple times. The customer used another thermogard console to continue with treatment. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed mid:14 (bg power supply) error message was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported error message was not duplicated during the investigation and console functions as intended. During visual inspection, no physical damages were observed. The event logs were reviewed and confirmed the occurrence of the mid:14 error message. Thus, confirming the reported complaint. In addition, the event log shows a presence of the mid:16 (software) error message, unrelated to the reported complaint, likely due to the power of the console being terminated multiple times without a proper shutdown sequence. The thermogard xp ivtm system passed the initial functional testing without any fault or error. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.